Event description:
Rep provided device information. Manufacturer representative did not have possession of the device and tracking information was not available.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that all the electrodes were out, and the cause of the connectivity issues was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in or when patient was being implanted for scs. Dr. Placed 977c165 paddle. Paddle was placed. Cs checked connectivity and impedances with wens. Lead was connected p roperly with no impedance. Cs tested with neuro monitoring. Testing completed. Md tunneled and closed incision where paddle was placed. Paddle lead was then connected to ipg and locked with screw driver and showed improper connectivity for electrodes 4,5,6,7 and 12,13 ,14,15. Cs had md take leads out of battery again and reconnect and screw leads in. Same electrodes were out. Cs had md wipe leads with clean gauze and device was reconnected, same issue. Cs had md check electrodes on wens and it also showed same issue. Md then opened up closure site where paddle was. Cs checked leads again and 8-15 came back to being connected properly but 4,5,6, electrodes still out. Md replaced paddle leave with 977c265. Issue has been resolved.